Event description:
It was reported that the pt experienced intermittencies in her hearing perception on her left side. In the morning, her hearing sensations were very soft and after a few minutes, she totally stopped hearing with her device. Since (B) (6) 2009, she is no longer able to hear with her device. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.